Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to induced damage during an unrelated surgery. The lead was also noted to have exhibited high thresholds and low impedances. No additional adverse patient effects were reported.